Manufacturer narrative:
The exact patient age is unknown; however, the patient is reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during the second bronchial thermoplasty procedure to the left lower lobe of the lungs. There were no issues with the bt equipment and the procedure went well. The procedure was completed with this device. This complaint is being reported based on the event of pneumothorax treated with a chest tube. The patient had a history of pneumothorax many years ago (which was not known to the staff prior to procedures). Reportedly, the patient experienced a spontaneous pneumothorax approximately 32 years ago. According to the complainant, at the completion of the procedure, the patient had an episode of coughing. A chest x ray was performed and revealed a small pneumothorax on the right side. A chest tube was placed to treat the pneumothorax; the patient quickly recovered and did not require hospitalization. The physician reported that the pneumothorax was not related to the procedure. The chest tube was removed after one day. The third and final procedure will be delayed by at least 6 to 8 weeks to allow for adequate healing.